Event description:
It was reported that the patient presented in clinic due to syncope. Device interrogation revealed noise oversensing and failure to capture on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.